Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) for the falsely elevated cardiac troponin I (tni) result. Siemens headquarters support center (hsc) has reviewed the information provided. The customer stated that they have not had any issues with any other samples. The customer stated that the tni quality control was within laboratory ranges on the date of testing. Hsc requested additional instrument data log files for review however the customer did not provide any additional information. The cause of the discordant tni result is unknown. No product nonconformance was identified. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl instrument. The result was reported to the physician who questioned the result. The same sample was reprocessed on the same instrument after a redraw sample resulted lower. The reprocessed original sample was lower on repeat and a corrected result was reported. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin I result.